Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-50e. Serial number: (B)(4). Batch/lot number: 5032591. Model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing neck pain. The patient underwent a lead pull procedure and was prescribed by the physician with medrol dose pack. The patients neck pain was resolved.